Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d8, d9, g3, h2, h3, h6, h11. The device was not returned to olympus for inspection so it could not be determined whether the product specifications related to the reported failure indicated by the customer were satisfied or not. The cause of the problem could not be presumed from the information available. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the endoscopic image processing device went black and stated, "problem with the motherboard, contact the manufacturer". The issue was found during a diagnostic gastrointestinal endoscopy procedure that was completed successfully. There were no reports of patient harm.